Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation had provided revision dates, however, these were unintentionally left off the initial report. This information does not affect the outcome of the investigation. Depuy considers the investigation closed at this time.

Event description:
Bilateral patient. Litigation alleges that patient has experienced pain, swelling, inflammation and damage to surrounding bone and tissue, spread of metal throughout the body, and partial or complete lack of mobility.